Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a virage screw disassembled post-op. When the patient turned his head around the end of may, he heard a "pop" and then started to hear clicking each time he turned his head after that. Subsequent x-rays found the second of four screws on one side of the construct disassembled. The surgeon will have the patient undergo additional imaging to get a better identification of the type of disassembly that occurred before determining how to treat the patient.

Manufacturer narrative:
The reporter submitted voluntary medwatch mw5110753 to FDA. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a virage screw disassembled post-op. When the patient turned his head around the end of may, he heard a "pop" and then started to hear clicking each time he turned his head after that. Subsequent x-rays found the second of four screws on one side of the construct disassembled. The surgeon will have the patient undergo additional imaging to get a better identification of the type of disassembly that occurred before determining how to treat the patient.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned x-rays show that the screw has disassembled. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown surgical or operational factors, or forces applied to the tulip head outside of the expected forces from the closure top and rod. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a virage screw disassembled post-op. When the patient turned his head around the end of may, he heard a "pop" and then started to hear clicking each time he turned his head after that. Subsequent x-rays found the second of four screws on one side of the construct disassembled. The surgeon will have the patient undergo additional imaging to get a better identification of the type of disassembly that occurred before determining how to treat the patient.